Event description:
It was reported that the patient scs system was no longer providing inadequate pain relief. The patient underwent an explant procedure and was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7077928.